Manufacturer narrative:
The investigation is in progress. Follow-up report(s) will be submitted upon obtaining any additional information.

Event description:
On (B)(6) 2019, the surgeon was attempting to un-seat and remove a screw, engaging a 120mm h10 driver by hand, when the tip of the driver broke off and remained in the screw head. The screw and driver tip were left as they were not able to be retrieved.